Event description:
It was reported that the spinal cord stimulator (scs) lead contacts of the patient had broken. No further information has been obtained. Additional information was received that the patient experienced inadequate stimulation due to scs lead had multiple contacts that had impedances. The patient is doing well post reprogramming.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7102515, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) lead contacts of the patient had broken. No further information has been obtained.